Manufacturer narrative:
One cadd® cadd-ms® 3 pump was returned for analysis. The customer's reported problem was "recently repaired - alarms without error code". The customer's reported problem was unable to be duplicated or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The customer's reported problem could not be confirmed.

Event description:
It was reported that a cadd® cadd-ms® 3 ambulatory infusion pump alarms without error. No report of any patient involvement.